Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user reports that the device was not initially obtaining any tissue samples when the needle was in the patient's breast. The user further reports that the needle was replaced, needle tests were performed, but when the needle was inserted into the patient, a device driver error was displayed. The user completed the procedure using another device. A field service engineer was dispatched to examine the device and reports, "driver issue when using on patient, customer found debris inside needle." The fse was unable to determine if the disposable needle or the driver was the cause of the device error; therefore, the driver was replaced. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.